Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5d1004s); egia60axt, egia60axt egia60 artic extra thicksulu (lot#: n4f2143y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic lobectomy, a manual stapler and two reloads were used, and the device did not fire. A new handle and reload were used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position. The reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. During testing it was noted that the I beam began to retract without user input. The I beam began to retract without user input. The reload was clamped again and the jaws were able to open only by moving the reload. The reload was clamped and unclamped repeatedly and the issue persisted. It was reported that the device did not fire. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This condition may occur if the lock ring is inadvertently moved out of position during handling of the reload; however, it cannot be establishe d when this may have occurred. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The reload was received with the lock ring rotated out of position. Functional testing found that the lock ring was rotated into the correct position. The reload was loaded into a representative instrument (0796). The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. During testing it was noted that the I beam began to retract without user input. The I beam began to retract without user input. The reload was clamped again and the jaws were able to open only by moving the reload. The reload was clamped and unclamped repeatedly and the issue persisted. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of lock ring out of position. The most likely cause could not be established from the information available. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may have occurred. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.